Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarm noted. The pump was monitored for several days and no blank display anomaly was noted. No unexpected restart or unexpected reset time and date noted. The pump had a cracked case at the display window corner, a cracked belt clip slot and minor scratches on the and cracked display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's husband reported via phone call that the customer's insulin pump kept alarming no delivery and that the device sometimes goes blank and forces her to reset the time and date. The patient damaged the device as well; there was a crack on the screen. The patient's blood glucose at the time of the physical damage was between 240 mg/dl and 508 mg/dl. The customer's husband stated that his wife may have been leaning on the device while she was sleeping. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.